Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a dialysis catheter. The customer states that the hub adaptor is cracking, causing the facility to have replace the catheter.

Manufacturer narrative:
Submit date: 8/4/2008. An investigation is currently underway upon completion the results will be forwarded.